Event description:
Urolift implanted to address urinary incontinence. Procedure did not work and made problem worse. Had complications, including likely infection. The product is advertised to preserve sexual function. However, my sexual function was not fully preserved, likely due to prostate damage. Urologist has no way to restore sexual function. There was supposed to be no such risk. Had I known, I would not have had the procedure. Urolift/doctors need tbyo disclose this risk. No lab tests. Sexual desire and ability to perform greatly decreased after procedure and has not returned.